Event description:
Philips received a complaint on the device efficia dfm100 indicating that the spring that holds the paddles has come off. Additional information has been requested. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
This report is based on information provided by philips local service team and has been investigated by philips complaint handling. Philips received a complaint on the efficia dfm100 indication that the spring that holds the paddles has come off. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Analysis was performed by fse (field service engineer) which included determining that external blades are in poor condition. The fse (field service engineer) replaced ¿external blades to solve the issue. The reported problem was determined to be due to a component failure. The root cause of the component failure could not be determined. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation.

Manufacturer narrative:
Analysis was performed by fse (field service engineer) which included determining that external blades are in poor condition. The fse (field service engineer) replaced ¿external blades¿ to solve the issue. The reported problem was determined to be due to a component failure. The root cause of the component failure could not be determined. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation. Update contents: gfe has confirmed that device is outside of clinical use. Thus health impact grid is updated from him-gen-26 no health consequences or impact accordingly.

Event description:
This report is based on information provided by philips local service team and has been investigated by philips complaint handling. Philips received a complaint on the efficia dfm100 indication that the spring that holds the paddles has come off. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.